Manufacturer narrative:
In the case description, the user mentioned receiving a memory corruption alarm. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the log files started on the date of occurrence. Retrieval of the realm key for log decryption confirmed that a device reset occurred on the date of occurrence. The log files show no evidence of a memory corruption or any other hazard alarms, however acknowledgement of a memory corruption results in deletion of data from the time of the alarm. Without log files, it could not be confirmed that a memory corruption occurred and the exact cause of the reported memory corruption could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 24.8 mmol/l (446.4 mg/dl) with ketones of 1.8 mmol/l. Patient had a headache and was their mother drove them to (B)(6). Patient's mother reported receiving a memory corruption which deleted the settings and they were unable to use the omnipod system for treatment. The patient received insulin injections for treatment. The mother confirmed the patient was discharged on (B)(6) 2025 and is using novorapid insulin. Anew controller was set up and a new pod and sensor was activated on (B)(6) 2025.

Manufacturer narrative:
In the case description, the user mentioned receiving a memory corruption alarm due to which their settings got deleted. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the log files started on the date of occurrence. Retrieval of the realm key for log decryption confirmed that a device reset occurred on the date of occurrence. The log files show no evidence of a memory corruption or any other hazard alarms; however, acknowledgement of a memory corruption results in deletion of data from the time of the alarm. The physical controller was received for investigation. Inspection of the android log files downloaded from the controller found that the log files started on the date of occurrence. The controller was able to turn on with no issues. After the device was unlocked and initialization was completed, the application opened without issue. No error messages were captured in the available engineering logs. The audit logs show evidence of first-time setup (fts) being performed on the date of occurrence and a pod activating the following day which further provides evidence that the controller was reset and the original settings were lost. Without the deleted logs, it could not be confirmed that a memory corruption occurred, and the exact cause of the reported event could not be determined.